Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position due to malfunction coupler. It was also reported that lift motor only operating in lift direction due to malfunction cpu causing head end lift to be stuck in elevated position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.